Manufacturer narrative:
A ge service rep performed an on site investigation. The cpu needs to be replaced. The reported issue is currently under investigation.

Event description:
The customer reported that the system would intermittently not boot up. There is no report of injury or death associated with the event described in this complaint.